Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the battery gauge was fluctuating and that out of range issues occurred between the transmitter and pump for an unspecified amount of time. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.